Manufacturer narrative:
A false elective replacement indicator message was reported to abbott. Based on the information received, the cause of the reported incident could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient's ipg displayed a false eri mode. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.